Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and (B)(6) 2009 and mesh, ams loop screw, in-fast; ivs and restorrele were implanted. The dates were not clarified. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent procedure on (B)(6) 2009 and ams loop screw, in-fast; ivs & restorrele was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient experienced included but not limited to difficulty with sexual intercourse, recurrent prolapsed, chronic infections, continued urine leakage as a result of the implant. It was reported that the patient underwent mesh removal on (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, urinary frequency and urgency.

Event description:
It was reported that following insertion the patient experienced urinary tract infection, urinary frequency and urgency.